Event description:
Lens was explanted because it was not inserted properly.

Manufacturer narrative:
(B)(4) spoke with (B)(4) from the facility. She checked the surgeon's notes and believes there was no product deficiency. Another hoya lens was used and the patient prognosis is good.